Event description:
A dental light/ceiling mounted microscope combination fell from its mount during a routine dental procedure. The dental asst caught the system as it was falling and prevented it from contacting the pt. The pt was not injured. The procedure was then completed without further complications. The dental asst complained afterwards of one hand being sore. The dental asst subsequently rec'd x-rays of the hand that revealed no fractures. Although dental asst's hand was bruised, the dental asst did return to work the following day. The product was examined to determine the cause of the failure. It was found that the 3 screws used to secure the end of the shaft into the mount had become loose, causing the shaft to drop from the mount.